Event description:
Physician reported after a ventral hernia repair, the patient fell over table, hitting abdomen, and three weeks later, the "patient presented to the clinic with right upper quadrant pain with redness and warmth in the area" and had a CT scan that "showed abdominal wall abscess." Patient was admitted to the hospital for "IV antibiotics and drainage of abscess" with drain placed. The "fluid was cultured and returned no growth." As the fluid returned no growth, the physician amended the event from an abcess to "abdominal wall seroma." Additional event of "superficial cellulitis" was noted. Patient was discharged from the hospital on "oral antibiotics and with drain still in place." Device remains implanted. Physician reported the patient was seen again in the emergency department due to increased abdominal pain over the last day. The "fluid recultured. Fluid cloudy, thick, peachy colored. Drain left in place." The causality was specified as "abscess secondary to infection - likely periprocedural from skin flora." The event has been updated to "abdominal wall abscess." Physician reported patient was re-admitted to the hospital with abdominal wall fluid collection. Patient was having chills, increasing lower abdominal pain, nausea, diarrhea, and night sweats.

Manufacturer narrative:
No surgery has occurred therefore the device remains implanted. Allergan has not received the device nor performed analysis at this time as the device is still implanted. The events of "seroma," "redness," warmth," abdominal pain," "abscess," "cellulitis," "infection," "chills," "nausea, diarrhea, and night sweats" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "seroma,","redness," "warmth," "abscess," "cellulitis," "infection."